Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male was considered suitable for endovascular repair even though access vessel was a little bit narrow and calcified, underwent aaa repair in 2009. The physician selected a device for the pt after verifying the device diameter sizing. The main body delivery system was inserted, but got stuck in the common iliac artery. Ballooning was performed several times and a stent was placed for dilatation of the vessel, without success. The physician decided to approach from the right side. The balloon and a stent were used for dilation of access vessel on right side in advance and a 20 french dilator was inserted to make sure that the vessel was large enough to insert the device. The delivery system was inserted and got stuck again. The physician measured the ID of the vessel in which it was stuck with ivus (intravascular ultrasound). It showed the diameter was 7mm. The delivery system was advanced again after he confirmed the diameter, but it was stuck. The physician gave up using the device. The physician was planning to perform the procedure using another manufacturer's device on another day. The outer diameter and inner diameter of the main delivery system were 23 french and 21 french each, when it was measured with a catheter french scale after the procedure.